Event description:
The customer stated that she received aspartate aminotransferase activated (ast-a) reagents that were labeled incorrectly. The ast-a reagents are labeled as "alt-a" but the barcode is labeled correctly as ast-a. The customer stated that she can use the reagents but the labeling is incorrect. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.